Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an external device. The reason for call was the patient rep reported the controller kept going off when charging their implant and goes blank at times when charging their implant. Patient rep also noted the controller would show battery low and replace batteries when charging their implant and it seems like it's taking longer to charge their implant. Patient rep mentioned that they talked to the mdt rep several times and the mdt rep told them to take the battery out and put it back in. The issue began 2-3 months ago. Agent asked and patient rep mentioned they saw the batteries low replace the controller soon message appear more than once. Agent instructed patient rep to check for damage, no visible damage to controller compartment pins, li battery pack pins, recharger and controller port. Agent had patient rep reset the controller with ac pow ER supply; patient rep confirmed controller powered on and a green blinking light was above the screen. Controller showed 100% and implant 100%. Agent instructed patient rep to start a charge session and implant was recharging with excellent quality. The issue was not resolved. A request was sent to the repair department to replace the recharger. Pt rep called back and said that they got replacement rtm but this didn't fix the issue. The screen will go blank, battery low or replace battery. A request was sent to repair dept to replace the controller. Caller called back stating they were sent a new recharger on (B)(6) and it did not help so they called again and was sent a controller on (B)(6). Since then, it was still not working. Caller claimed they would have the ins charged and later in the day stimulation would turn off on its own. Agent asked for event date and said it was ever since they got the last controller. Caller was redirected to pts hcp.